Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the torque wrench revealed superficial wear in the form of nicks and scuff marks on its surface. The device was returned set to the 80 in*lbf torque setting and could not be adjusted to the other settings by hand. Torque wrench was then mechanically tested and found to be out of required specification. The wrench was not tested for other torque set points, it could not be adjusted to the other settings by hand. The torque wrench may be stuck at its current setting due to wear and/or rust to the internal components of the device, irregular maintenance, and lack of lubrication. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer the torque wrench has a potential field age of over 13 year. It has been likely subjected to numerous autoclave cycles. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the over torqueing of the handle can be attributed to lack of maintenance during its time in use as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Devices were sent to depuy spine complaint department in a (B)(6) box with no paperwork. And no shipping label. Just addressed to complaints.